Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that he "had bad leads". Attempts to determine if any performance issues with the right ventricular lead were unsuccessful. No patient complications were reported as a result of this event.